Event description:
It was reported that during the procedure, at the moment of passing to the sterile field, t1 was visualized outside of the anchor, due to this issue it was not possible to pass the peek over the meniscal edge. No significant delay or patient injury were reported. Back up device was used to complete the procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.